Event description:
The customer reported that the cannula was bent, but she was not sure if it was bent when shr removed the pod, or if the bent cannula was due to the subsequent handling of the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.